Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that the physician could not visualize the catheter during imaging and there was no pooling of dye noted. The cause of the issue had not been determined. It was noted that more information may be available during the replacement surgery. No further actions have been taken or scheduled due to covid-19. The device was expected to be returned to the manufacturer.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was found to have a kink. Continuation of d11: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported the catheter was not flowing. The catheter was found to be kinked at the distal end of the anchor/catheter interface proximal to spinal entry. Diagnostics/troubleshooting included surgical observation. Actions/interventions included surgical intervention where the catheter was removed and replaced at time of pump replacement. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 18-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative (rep) regarding a patient receiving pf (preservative free) saline at minimum rate. It was reported a dye study was scheduled to access catheter patency. Upon aspiration through the cap (catheter access port) chamber, the doctor was unable to aspirate a full 1-2 milliliters (ml) of fluid and the aspirated liquid was discolored. There were no environmental/external/patient factors reported that may have contributed to the issue. The doctor attempted to push dye through the cap and catheter. The doctor could not identify any catheter or see any pooling dye around the cap, septum, or pump/catheter connector. The doctor did not proceed with a pump trial administration through the cap chamber. The patient opted have the entire system replaced. Surgical intervention was planned, but not yet scheduled. It was reported the issue was resolved. The patient's status was provided as alive - no injury.